Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported and observed issue. After attempting to retrieve the device for evaluation, it is unknown if the device will be returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer initially reported that their device was showing its charge-pak icon. After an evaluation of the device, it was observed that the internal hlc battery levels had depleted to zero. With the internal hlc batteries depleted to zero, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.